Event description:
It was reported a call is received from a patient who shows evidence of fluid at the insertion point of the PICC line, the infusion is immediately suspended and the venous vascular access program is informed, the nursing assistant removes the PICC line, showing evidence of a rupture in cm 20.5, the nurse from the safe venous vascular access group is informed. The patient is channeled and alarm signs are given. Removal of PICC line catheter for vein cannulation. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 20 cm and 21 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a call is received from a patient who shows evidence of fluid at the insertion point of the PICC line, the infusion is immediately suspended and the venous vascular access program is informed, the nursing assistant removes the PICC line, showing evidence of a rupture in cm 20.5, the nurse from the safe venous vascular access group is informed. The patient is channeled and alarm signs are given. Removal of PICC line catheter for vein cannulation. No other information was provided.